Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The lss was reset and subsequent pacing impedance measurements were noted to be within normal limits at 744 ohms. The physician will continue monitoring through the remote home monitoring system. No adverse patient effects were reported. This product remains implanted and in service.